Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his receiver would not turn on. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. A review of the receiver data log confirmed firmware errors err67, err170. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2015.